Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a prefilled insulin cartridge cracked after the user connected the cartridge¿s connector piece before inserting the cartridge into the pump chamber, which led to insulin leakage inside the device and subsequent inability to charge or operate; troubleshooting and education on the correct cartridge and infusion set change procedure were provided, and there were no device alerts or alarms. Symptoms included no reported blood glucose issues. Outcomes included no change to blood glucose, no medical intervention, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed user setup error leading to mechanical damage of the cartridge and fluid ingress into the device. It was concluded that the event was due to incorrect use, with device function impacted by leakage-related damage.